Manufacturer narrative:
The events inappropriate mode switching, failure to capture, intermittent capture, and over sensing were reported. As received, a complete lead was returned in two pieces measuring 5.6 cm and 48.0cm, respectively. Visual inspection of the lead found external insulation abrasion was found at 32.8 cm to 33.2 cm from the distal tip, that breached the outer insulation and exposed the outer coil, consistent with friction to another device or features of the heart. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of failure to capture, intermittent capture, and over sensing were confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting intermittent capture resulting in episodes of inappropriate automatic mode switch and bradycardia. Also observed were large signals caused far r wave over-sensing on the atrial channel. The lead was explanted and replaced. The patient was in stable condition.